Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received the elective replacement indicator. Surgical intervention was planned to replace the ipg to address the issue. However, the system was explanted due to an infection at a ipg site (related manufacturer reference number: 3006705815-2022-18980). A new system was implanted on (B)(6) 2022.

Manufacturer narrative:
Date of event is unknown. Reporter phone number: (B)(6).